Event description:
The wrong tibial insert was implanted. A cr insert was implanted, when it should have been a ps insert. Update: (B)(6) 2013 - the complaint has been reopened and the MDR decision changed, as it has been reported that the patient was revised on (B)(6) 2013 to correct the error of the wrong tibial insert having been implanted originally. The lot number has also been provided.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The root cause is attributed to user error. The investigation did not find any evidence of product error as a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.